Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(6), while torquing an implant during initial placement, there was a malfunction with the key. The implant was removed. No adverse patient consequences were reported.